Event description:
It was reported that on (B)(6) 2022, a patient sustained an open distal femur fracture from a gunshot wound. The fracture was treated with a retrograde femoral nail and interlocking screws. On (B)(6) 2022, the patient presented to the emergency department with a suspected infection. X-ray images showed delayed union and the migration of one oblique distal interlocking screw. On (B)(6) 2022, patient was brought to the operating room for irrigation and debridement and removal of migrated screw. The screw low prof lckng scr 5.0 / l 64 / xl25 was removed and replaced with screw locking screw for im nail 5/ 90/ xl25. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. No further information is available. This report is for a locking screw for im nail ø 5mm/ 34mm/ xl25. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: additional procodes: hsb, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.